Event description:
It was reported that the patient underwent a revision surgery to remove existing hardware from a competitor and extend the construct one level. It was reported that the tip of the driver broke off. No fragments of the broken driver were left in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Visually confirmed approximately ~4 mm of the instrument tip has been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.